Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 400mg/dl and insulin pump alarmed for no delivery. Customer¿s current blood glucose of 360mg/dl. Customer had bent cannula. Customer reports alarm did not occur during manual prime. Customer treated high blood glucose with manual injections. Customer declined troubleshoot for high blood glucose. Products will not be return for analysis.